Event description:
It was reported that pulse generator interrogation battery data showed a -data not read- message. Attempts at testing resulted in loss of telemetry and test cancellation. Magnet rate was 98 pulses per minute. Every interrogation since (B)(6) 2009, gave a -data not read- message. Attempts to communicate through the engineering test page resulted in the message -operation failed-. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.